Event description:
A report was received that the patient underwent a pocket revision due to infection. The patient's symptom was an irritated wound site. The physician cleaned out the wound, replaced the ipg, and prescribed topical and intravenous vancomycin antibiotics. A new ipg was implanted and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
Returned device analysis indicates that the explanted ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted device found it to be satisfactory.

Event description:
A report was received that the patient underwent a pocket revision due to infection. The patient's symptom was an irritated wound site. The physician cleaned out the wound, replaced the ipg, and prescribed topical and intravenous vancomycin antibiotics. A new ipg was implanted and the patient was reportedly doing well after the procedure.